Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned samples were received in used conditions and without their original packaging. Testing: a reservoir bag with water was connected to the samples, in order to infuse water by gravity to the drip chamber to verify for leaks. Results: the samples had a leak in the bonding between the drip chamber and the spike. During review of manufacturing process, a sample of 32 units was taken, to perform a visual inspection to verify for leak paths in the bonding between the spike and the drip chamber and no discrepancies were detected. Corrective and preventive action (CAPA) was initiated to determine the root cause and implement corrective actions. The root cause of the reported issue was found to be related to manufacturing. Actions were taken to mitigate the reported issue: production personnel was retrained on the manufacturing procedure by the production supervisor to reinforce the bonding operation between the drip chamber and the spike. The leak test of the drip chamber and spike assembly was also reinforced.

Event description:
It was reported that the set had leakage at the junction of spike and drip chamber. No patient injury was reported.